Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and the mesh was implanted. It was reported that the patient experienced obturator pudendal nerve damage. It was also reported that the mesh was placed to prevent organ prolapse, but it didn't work. It was reported that the patient experienced infection, wound dehiscence, and a large seroma. It was reported that the patient's left ovary prolapse, shrank. It was reported that it degraded, leached toxins, eroded into bone, and caused impingement of multiple pelvic nerves. It was reported that the patient has an extensive medical record file and the product disabled the patient permanently in 2010. It was reported that the product cause the patient nerve pain.

Manufacturer narrative:
Product complaint # (B)(4). Maude report #: mw5103890. If further details are received at a later date a supplemental medwatch will be sent.